Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The reported condition occurred "upon power up"; it occurred in the "biomed service" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. The user interface module software version is 5.09.90

Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed and reproduced during product evaluation. The root cause was faulty main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of the product labeling was performed and found the labeling to be adequate to prevent the damaged battery.